Event description:
It was reported that during an unknown procedure, the generator is displaying "generator error", activating intermittently and then stopped working. The customer switched to another generator and received "generator error". The doctor reports the issue happened at a critical time so the case was converted to an open procedure. The device will not be returned at this time.

Manufacturer narrative:
Changed to serious injury based on event log information from the generator.

Manufacturer narrative:
(B)(4). Moisture the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error screen messages were displayed at any time during testing. The instrument was disassembled to inspect internal components. Presence of moisture was found inside the hand piece. No conclusion could be reached as to why the incident occurred.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.